Event description:
It was reported that patient underwent a total left knee arthroplasty on (B)(6) 2009. Subsequently, patient alleges pain, hyperextension and that her knee "catches." There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.